Manufacturer narrative:
Evaluation summary: one device was returned for evaluation. The returned product did not meet specification as received. Visual inspection of the disposable hand piece revealed that the waveguide had fractured and the tip had broken off. The broken piece was returned with the device. The reported condition was not confirmed because the device needs to be activated for the fracture to occur. The device stopped working.. The waveguide was inspected under magnification to identify the point of initial contact that caused the fracture and eventual break. Investigation personnel concluded that the titanium waveguide was in use when it fractured. Further investigation revealed that the waveguide was excessively torqued to the side during use causing it to come in contact with the moving jaw of the device while it was being activated. This contact caused the waveguide to crack and eventually break off. The investigation identified the root cause of the reported event to be user error. The device instructions for use currently contain a warning against contact between the dissector tip and metal objects (hemostats, clips, staples, retractors, etc.) During activation. This issue is specific to ultrasonic dissectors. The instructions for use (IFU) notes that device users should visually inspect all system components for breaks, cracks, nicks, or other damages prior to use. IFU also states: do not use damaged components. Use of damaged components may result in injury to the patient or user. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the event occurred before the first sealing in a laparoscopic right hemicolectomy. After connecting the generator to the reported dissector, the battery was connected. It was verified because the red alarm indicator was displayed, the generator and the battery were re-connected but the event was not improved. Therefore, a new dissector was taken out, when it was connected to the same generator and battery, it was recognized without problems, it was used for the operation. No part of the device completely disengaged during the surgery. No patient harm.